Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. No motor error or no delivery alarm noted. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and address label peeling/damaged. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 355 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.